Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is unable to be determined. This is the final report that will be submitted associated with the incident and device. No additional action is required at this time.

Event description:
Same case as: 2184052-2013-00026 and 2184052-2013-0007. It was reported that approximately two and half years post-op screw breakage occurred at the left l3, l5 and right l5. One screw was noted to be broken prior to revision via x-ray, two others were found to be broken during revision. The distal ends of the screws remain in the pt. L3-s1 was treated and replaced with instrumentation during revision. No falls or other events were confirmed to have occurred. The pt was reported as doing well.